Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 17th march 2010 and performed to specification, alongside random manual power ons, up to and including the last log entry on the 3rd april 2016. An increase in voltage would suggest a further pad-pak was installed during this time. The returned pad-pak was inserted into the device, the device failed to power on and no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device failed to power on. Upon further investigation the pad-pak had a blown fuse. A successful test shock was delivered during the testing with an acceptable measurement being recorded. The device was disassembled for further investigation. Investigation found the reported fault can be attributed to capacitor failure. This failure caused a short circuit which would cause the installed pad-pak to potentially blow its fuse and therefore appear depleted. This would account for the device failing to power on and the absence of any status led. The functionality of the circuit is tested at printed circuit board test and final test before leaving heartsine. It is therefore concluded that the component failed after dispatch.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.